Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the libre sensor, and there was no trip trends observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer's caregiver reported that the customer received an error message after wearing the adc freestyle libre sensor for 9 days. The customer experienced symptoms of sweating, tachycardia, and loss of consciousness. The customer's husband administered a glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported that the customer received an error message after wearing the adc freestyle libre sensor for 9 days. The customer experienced symptoms of sweating, tachycardia, and loss of consciousness. The customer's husband administered a glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer's caregiver reported that the customer received an error message after wearing the adc freestyle libre sensor for 9 days. The customer experienced symptoms of sweating, tachycardia, and loss of consciousness. The customer's husband administered a glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the libre sensor, and there was no trip trends observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.this serves as a correctional report as date received by mfg was incorrectly documented. Date received by mfg has been updated.

Event description:
A customer's caregiver reported that the customer received an error message after wearing the adc freestyle libre sensor for 9 days. The customer experienced symptoms of sweating, tachycardia, and loss of consciousness. The customer's husband administered a glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correctional report as date received by mfg was incorrectly documented. Date received by mfg date should of been 10/17/2019